Event description:
As reported from the (B)(4) study, a patient experienced troponin I increased post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. At the time of the index procedure, angiography revealed 80% stenosis in the 1st obtuse marginal and 2nd obtuse marginal. The indication for the procedure was stable angina pectoris. The first lesion treated was 1st obtuse marginal that was described as 18mm in length, class b1, and de novo. The lesion was treated with a 2.5 x 18mm cypher rx at 10 atm by direct stenting. There was no post-dilation conducted for this stent. The second lesion treated was 2nd obtuse marginal that was described as 18mm in length, class b1, and de novo. The lesion was pre-dilated with a 2.5 x 10mm balloon at 10 atm as a planned procedure and a 2.5 x 28mm cypher rx was implanted at 14 atm without post-dilation. It was reported that the troponin I was 0.71 (0.09 unl) 16-24 hours post index procedure which was later diagnosed as a peri-procedural mi based on the received adjudication minutes. There were no procedural or angiographic complications and the patient was discharged the following day. No additional information was reported.

Manufacturer narrative:
Concomitant medications at the time of mi included anti-diabetics, aspirin, beta blocking agents, calcium channel blockers, heparin, and wellbutrin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00333 and 3003742446-2012-00334.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced troponin I increased post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) female with medical history including hypertension, family history of coronary artery disease, history of peripheral artery disease, angina, myocardial infarction ((B)(6) 2000), previous pci ((B)(6) 2000), previous CABG ((B)(6) 2000), diabetes mellitus (type ii), allergy (sulfa & levaquin), cancer (leukemia) and smoker. At the time of the index procedure, angiography revealed 80% stenosis in the 1st obtuse marginal and 2nd obtuse marginal. The indication for the procedure was stable angina pectoris. The first lesion treated was 1st obtuse marginal that was described as 18mm in length, class b1, and de novo. The lesion was treated with a 2.5 x 18mm cypher rx at 10atm by direct stenting. There was no post-dilation conducted for this stent. The second lesion treated was 2nd obtuse marginal that was described as 18mm in length, class b1, and de novo. The lesion was pre-dilated with a 2.5 x 10mm balloon at 10atm as a planned procedure and a 2.5 x 28mm cypher rx was implanted at 14atm without post-dilation. It was reported that the troponin I was 0.71 (0.09 unl) 16-24 hours post index procedure which was later diagnosed as a peri-procedural mi based on the received adjudication minutes. There were no procedural or angiographic complications and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. No sterile lot number was available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.